Manufacturer narrative:
(B)(4). D10 - medical product: e1 vngd ps tib brg 71/75x10 catalog # ep-183640 lot # 747040. Vngd ps open por fmrl rt 67.5 catalog # 184510 lot # 925210. Bmet regenx pri tib tray 75mm cocr 75mm catalog # 141274 lot # 061060. Biomet finned pri stem 40mm catalog # 141314 lot # 300520. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a patellectomy procedure three months post implantation due to dislocation of patella. No more information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. . The event is confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the prosthetic patella that came off into the knee joint was found and removed. A subperiosteal patellectomy was performed taking out the entire patella which was found to be very small. The root cause is attributed to user error. The persona personalized knee surgical technique states the following: 'at least 10mm of bone must remain to ensure that the pegs of the patella implant do not protrude through the anterior surface'. The persona personalized knee instructions for use also states the following: 'persona system components are sized by matching the femoral and tibial component sizes, styles and orientations on the product label to the information on the articular surface or by utilizing the compatibility charts.' A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.